Manufacturer narrative:
Other applicable components are: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead.

Event description:
Information was received from a patient and healthcare professional via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome type I. It was reported that the patient experienced jolting. This was considered a sudden change in therapy/symptoms. The jolting did not appear to be happening constantly. It occurred momentarily then subsided. The rep ran impedance measurements at 0.7 volts (v) and found that 0 and 14 were >10 ,000 ohms. The rep ran impedance measurements again at 1.5 v and found that the same pair was in the 2,000 ohms range. The rep ran impedance measurements a couple more times and noted that at 3 v the pair was 11,720 ohms and later at 1.5 v it was 15,809 ohms. It was noted that the lead was placed in the second cervical vertebrae area. The patient used adaptive stimulation and used groups a and e which were identical expect for the rate parameter. No trauma/falls were reported that could have been related to this issue. It was unclear if the therapy change was related to positional movement as the patient said it happened at random, but the patient also noted that it was primarily while in upright/upright mobile. The group impedance values were decent per the rep. It was noted that the patient&#62688;amplitude for upright was 7.8 v and 7.15 v for upright mobile, but that this didn't explain the patient's jolting sensation. The patient stated that the issue started in (B)(6) 2016, but that it could have been sooner, and that nothing prompted it (no programming changes, no falls/trauma). The rep initially noted that impedance values were fine but that seemed to only indicate that there were not significant amounts of contacts out of range. Whenever the patient moved her head upward, impedance of contact 14 changed ranging from 1,023 ohms to 9090 ohms and this caused a fluctuation on stimulation. The rep tried using 0-7 which did not cause the fluctuation, but the patient was not getting the benefit. It was noted that contact 8 caused the fluctuation. The physician did not want to replace the surgical lead, but instead reprogram around it. The patient was programmed with cathode on electrodes 1 and 12 and an anode on electrode 8 at the time of the call with the manufacturer on (B)(6) 2016. The rep inquired if the 8 and 14 electrode&#62688;wires were connected and if any electrode were connected to 8 or 14, and it was noted that all electrodes were 100% isolated unless there was a short circuit. Electrode 14 was causing intermittent surges when the patient turned her head. Turning left or right or looking down was fine but when looking upward electrode impedance on contact 14 showed greater than 10 ,000 ohms. It was noted that with the patient&#62688;current programming if electrode 8 was shorted it would not be a complete circuit because of the cathode on electrodes 1 and 12. The rep reported that impedance was in the range of 700 ohms to 800 ohms with contacts 1, 8, and 12. It was unknown if the lead proximity was causing an issue.

Event description:
Additional information received from the manufacturer representative reported that they were seeing the patient again on (B)(6) 2016.

Event description:
Additional information received from the manufacturer representative reported that reprogramming was performed on the patient, and the patient stated that they had not had any surging since that electrode was avoided during programming. The patient was getting effective coverage and relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.